Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a fracture in the patient cable. (B)(4).

Event description:
It was reported that there was undersensing and oversensing when using the external pulse generator (epg). The epg and patient cable were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.